Event description:
The patient reported a slight redness and swelling around the injection site as well as symptoms of skin fever.

Manufacturer narrative:
The patient reported a slight redness and swelling around the injection site as well as symptoms of skin fever. A review of production records showed no abnormalities or deviations from the validated manufacturing process. Bioburden, endotoxin lal, and irradiation certificate associated with the product were all reviewed and no anomalies were found. Pen needles were tested for biocompatibility according to iso 10993 and passed. No device issues were detected.